Event description:
Patient alleged that device does not work correctly -- they feel they are not getting enough insulin, but is unsure if problem lies with basal or bolus delivery. Patient reported having high blood glucose (in the 200's [mg/dl]). No error messages were gerenated by the device. Device's memory does accurately reflect the programmed insulin amounts. No treatment was received.